Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing site for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, during cataract surgery with intraocular lens (iol) implantation, the ophthalmic knife lacked adequate sharpness. The surgery was completed on the same day using the same knife, and there was no patient harm.